Manufacturer narrative:
On 7-sep-2025, the product investigation was completed as the complaint device was not returned for analysis. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Per internal review on 22-sep-2025, it was discovered that newly acquired event information (from 10-sep-2025) was mistakenly omitted from the previous supplemental report. Bwi received additional information regarding the event. The irrigation was 4ml. 20 pvi (pulmonary vein isolation) ablations with pfa (pulse field ablation). Act (activated clotting time) was above 350. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation with a 8.5 fr varipulse catheter and thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced a transient ischemic attack. It was reported that a patient experienced a tia (transient ischemic attack) after a pfa/rfa (pulse field ablation / radiofrequency ablation) procedure on (B)(6) 2025. There were no issues during the procedure. No further information was provided to the caller by the physician. Patient status is unknown, the physician indicated that the patient was "ok." The reporting party was present for the procedure but was not made aware of the adverse event until 6-aug-2025. This event will be reported under both the varipulse and stsf. This report is for the stsf.